Event description:
Pump was reported to have declared alarm 20 during the load process. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed by technical support to use multiple daily injections as a backup therapy.